Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was showing blood detected error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (health effect - impact codes).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) showing blood detected error. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, fse states, fse checked and found that below mentioned consumable parts were contaminated with blood and needs to be purchased by the customer. Fse need to proceed for further troubleshooting once fse replace these parts with a new parts as soon as possible. Unit is handed over to the customer in same not working condition. Fse have clearly instructed the end user & biomedical team on switch on the unit untill it gets repaired". Defective spare parts: 1. Safety disk p/n: d997-00-0985-01, s/n: (B)(6). Condensate removal module p/n: d997-00-0986-01 3. Purge vavle p/n: d104-00-0026 4. Blood detect tubings p/n: d008-00-0312 dt: 16.07.2025 fse have replaced below mentioned defective parts with another working parts provided by the customer. Now, the unit is working. Unit is handed over to the customer in working condition. Replaced spare parts: safety disk (0997-00-0985-01), condensate removal module (0997-00-0986-01), purge vavle (0104-00-0026), blood detect tubings (0008-00-0312).